Manufacturer narrative:
Reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a lead explant procedure. Prior to the procedure, it was noted, that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced with the new rv lead. During the procedure, it was noted, that the pacemaker having an issue related with the rv port. Which led to noise in the new rv lead. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.